Event description:
Senseonics was made aware of an incident where user reported an infection at the insertion site, which began on (B)(6) 2025, initially presenting with pain. The user informed their hcp, who confirmed the infection and prescribed the antibiotic cleocin (cle) for seven days. The user plans to resume system use upon completion of the treatment and will follow up with their hcp for any further medical assistance. The user stated that the infection is improving.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The user reported an infection at the insertion site, which began on (B)(6) 2025, initially presenting with pain. The user informed their hcp, who confirmed the infection and prescribed the antibiotic cleocin (cle) for seven days. The user plans to resume system use upon completion of the treatment and will follow up with their hcp for any further medical assistance. The user stated that the infection is improving.